Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).

Event description:
On (B)(6) 2013, the patient with very tortuous anatomy underwent pipeline embolization treatment. The patient was given aspirin and plavix. During the procedure, it was reported that the pipeline (4.50mm x 25mm) was advanced to the right mca (middle cerebral artery) but it could not be released from the capture coil despite repeated rotations and repositioning attempts. The physician felt a click and removed the pipeline from the patient. No patient injury was reported as a result of the procedure.